Manufacturer narrative:
Investigation results were made available. DHR review: ref#: (B)(4). Lot#: 2954476, yield: 39, delivered: 38, scrapped: 1, reason for scrapping: unknown, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: functional : patient bone fractured. Event description: it was reported that during implantation of an avenir stem and intraoperative bone fracture occurred which needed cabling. This lead to a slight surgical delay. Moreover the surgeon describes, that he might have impacted the stem one too many times instread of using a size smaller. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the product remained implanted. Review of product documentation: this device is intended for treatment. Inspection performed according to DHR: 100% of the manufactured devices were measured. Conclusion summary: it was reported that during implantation of an avenir stem and intraoperative bone fracture occurred which needed cabling. Moreover the surgeon describes, that he might have impacted the stem one too many times instead of using a size smaller. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). As no x-rays have been received, the correct choice of implant size for the patient cannot be assessed. Patient factors that may contributed to the reported event such as bone quality are unknown. No operative notes were received; therefore it remains unknown whether the correct implantation steps have been performed. However, the surgeon mentioned that he might have impacted the stem one too many times instead of using a size smaller. In conclusion, it might be possible that the surgeon's impaction might have cause or contributed to the intraoperative bone fracture. However, based on the available information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Event description:
Please refer to report 0009613350-2019-00486.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that calcar fractured during insertion of definitive implant which as then treated immediately with wiring around the proximal femur.